Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported that, the hospital did not have a rep in the o.r during the case. The sales rep was alerted verbally so he cold obtain a new targeter. The surgery was a short nail. They got the nail, lag screw and the distal locking screw all the way in. When trying to remove the targeter they could not get the locking bolt off. They had to remove the nail with the target device and start over.